Event description:
A nurse reported a dull blade during a procedure. The blade was exchanged and the surgery was completed without harm or injury to the pt.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).